Event description:
It was reported that post device change out procedure, after the pocket was closed and the patient was waking up from sedation noise was observed on all three sensing vectors. The noise was more prominent in two of the three sensing vectors, however there was still noise in the alternate vector. The noise was able to be reproduced with patient movement. Boston scientific technical services (ts) was consulted and reviewed the electrograms. Ts discussed that the noise did not appear to be air and asked about possible insertion. The field representative indicated the x-ray showed full insertion of the electrode into the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Myopotential was thought to be the cause by the field representative and ts. However the physician had a concern over a possible issue with the s-ICD, so therapy was programmed off and the patient was monitored in the hospital overnight. Ts again reviewed the electrogram and discussed that the noise did not appear to be related to a header issue, but rather myopotential in nature. Alternate sensing vector appeared like muscle noise and primary sensing vector had multiple r-waves that were being marked as noise. The field representative was planning to discuss options with the physician but thought that alternate sensing vector would be programmed and the physician would likely not re-open the pocket. The field representative further noted that after extensive troubleshooting myopotential sensing was determined to be the cause and the s-ICD was programmed back on and the sensing vector was reprogrammed to the one that had the least amount of noise.